Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 137 mg/dl. Customer was able to resolve no delivery with a complete set change. Was unable to determine cause of issue due to customer discarding supplies. Supplies would be replaced per customer's request.